Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds and high impedance. The ra lead was explanted and replaced at a later date. During the ra lead replacement, the right ventricular (rv) lead dislodged. The right ventricular (rv) lead was also explanted and replaced. No patient complications have been reported as a result of this event.